Event description:
Customer reported that the insulin pump was malfunctioning and alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during rewind due to problem isolated to mother board. It was unable to perform the displacement test due to alarms. Unit had cracked display window corners, battery tube threads, reservoir tube lip and scratched display window.